Event description:
It was reported that the atrial lead exhibited an increase in pacing threshold and a decrease in sensing threshold. Fluoroscopy confirmed lead dislodgement. The lead was re- positioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.